Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test, occlusion test and self test. Pump error 63 confirmed in device history with variable due to broken trace at pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 428 mg/dl at the time of incident. The customer¿s other blood glucose value was 389 mg/dl, 271 mg/dl and 119 mg/dl. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea due to high blood glucose. The insulin pump alarmed hardware low level failure. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Fill cannula was recorded in daily history. The insulin pump passed self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.